Event description:
The manufacturer received information alleging a trilogy evo o2 device failed the active exhalation verification final test after routine preventative maintenance at a third-party service center. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party 's service center, the root cause of the malfunction was determined to be the 3-way solenoid valve. The technician recommended replacing the 3-way solenoid valve to address the issue. No further investigation is required at this time. Additionally, an error indicating the motor flux measurement is either too high or too low when the motor is in the run state was discovered in the event log. The blower was calibrated to address the issue. The particulate and foam filter replaced. The device was repaired and passed all final testing.